Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the cooling and heating system had low flow when set in cooling mode. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). The fsr removed the cooling solenoid and heating solenoid, cleaned them, and re-installed. The unit was tested to manufacturer's specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.